Event description:
Consumer claimed the equate firm hold denture adhesive he used caused an allergic reaction with his nervous system. He stated he had nerve pain from his shoulder that moved to his neck and his head. No medical attention was sought for his symptoms. The same patient made a similar complaint to sheffield pharmaceuticals previously.

Manufacturer narrative:
A reserve sample from the same lot as the suspect sample was examined for physical attributes. The product was within specification. The compounding and packaging batch records were reviewed for lot 20981. No recorded incidents could be related to the complaint issues. All analytical testing performed prior to the release of the product to market were within specification. The product was determined to be performing as expected.